Manufacturer narrative:
Impella cp product was returned for evaluation. The cause of the issue was use related to a catheter kink observed on the returned product. No introducer was returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was noted that the device was removed for flushing with sterile heparinized saline. After the flushing procedure, it was reported that the motor housing did not advance beyond the distal end of the peel-away sheath. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.